Event description:
Reporter alleged discrepant blood glucose results of 150 mg/dl on the customers compact plus system compared to the drs measurement of 79 mg/dl when testing was performed 5 mins apart. Customer stated the testing was performed during a routine check-up at the dr's office. As a result of the comparison, no actions were taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.